Event description:
The customer's mother called to report that the customer was hospitalized for high blood glucose and the reading was 436 mg/dl. Prior to the hospitalization, the customer changed the infusion set and gave a manual injection to treat the high blood glucose. However the customer stated that the injection did not bring the blood glucose levels down. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. The programming was correct as well. It was also stated that there was blood in the cannula when the infusion set was removed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.